Manufacturer narrative:
This report is for one (1) unknown uss construct. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown uss construct. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: barham, g. And davies, e, (2018) double rod anterior reconstruction in tumour, fracture, infection: unique use of non-linked standard spinal implants, orthopaedic proceedings, vol. 93-b, pages 1-2 (united kingdom). The aim of this retrospective study is to demonstrate safe and cost effective adaptation of a standard deformity system for use in anterior column reconstruction. A total of 22 patients underwent corporectomy and neural decompression. All patients were treated with unknown synthes anterior non-linked dual rod construct. The mean follow-up was 30.5 months. The following complications were reported as follows: 4 patients died from progression of metastatic malignant tumour. 1 patient died within thirty days of surgery. 3 patients have had local malignant disease recurrence, 2 requiring posterior decompression and 1 requiring further anterior surgery. This report is for an unknown anterior non-linked dual rod construct this is report 1 of 1 for (B)(4).